Manufacturer narrative:
Additional information: on 7/15/2019, the mentor failure analysis lab received the device for evaluation. On 7/15/2019, the device was identified as saline mentor smooth round moderate plus profile 450cc. Manufacturing and expiration dates were also identified. On 8/1/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: during visual evaluation a crease was observed in the posterior view, also within the crease shell abrasion was noted. Leak testing revealed a tear within the crease in the posterior view measuring approximately 0.1 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Res. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with an unspecified saline mentor breast implant and experienced deflation on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.